Manufacturer narrative:
Philips has investigated this complaint. Philips engineer received a complaint indicating that there was a display issue. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the system display. No harm was reported to philips. Philips has started an investigation of this complaint.